Event description:
"It was reported to philips that the unit stopped 4 times while monitoring a patient and they received a error message saying "there has been a interruption in monitoring may have been caused by unexpected battery removal or power loss" . No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.